Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted that the label was smudged and the label information was erased. However, since the intravenous set packaging are printed with a water-based ink, the printed information would come off if exposed to sterile isopropyl alcohol (sipa) or other liquids as peridox. This is an expected characteristic of the product. The reported condition was verified. The cause of the condition is most likely due to user wiping with cleaners. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the label of a clearlink system; non-dehp continu-flo solution set was smudged and the label information erased. This was observed when the packaging was wiped down with alcohol. The label information got all over the gloves of the user. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.